Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the screw rack has shown that the scale for the screw length was not etched accordingly. Conclusion: we are not able to determine the exact cause for this problem but we suppose that one step during the manufacturing process was not carried out properly. This is clearly a manufacturing fault. A CAPA determination request has been initiated in order to get these items off the market.

Event description:
It was reported that the measuring device on top of the cannulated screw rack does not measure correctly. No further information was provided. This is report 1 of 1 for complaint (B)(4).